Event description:
The pad device was used on a patient. The device delivered two shocks and then issued a "low battery" warning and shut down. The patient survived. It is assumed that the patient was hospitalised after the event.

Manufacturer narrative:
The download from the device, confirmed that the device analysed the patient's heart rhythm and advised that no shock was required but that CPR should be administered. This was carried out effectively and increased the amplitude of the vf to the extent that the device correctly advised a shock. The user however pressed the "off" button on the device. The device advised the user that a mistake had been made and the shock button was then pressed which delivered a shock to the patient. The patient was converted to normal sinus rhythm and the device correctly advised against a further shock. CPR was again advised and a "low battery" warning was issued. The electrode pads were removed from the patient and the device was manually switched off. During testing at heartsine technologies, the returned pad device and pad-pak were tested and no "low battery" warnings were issued. Both the pad device and pad-pak operated as intended. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore, issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.